Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 27 months ago. Aneurysm and morphology was not reported. It was reported that during annual CT scan 20 months post implant, there was increase in diameter of proximal aorta from 28mm to 32mm with caudal migration approximately 40mm of bifurcated stent graft and presence of a proximal type 1 endoleak. This was successfully repaired endovascularly 3 weeks ago with three talent aortic cuffs and they were dilated with a reliant balloon. The repair was challenging due to the deployment location of the aortic extensions because of the disease progression proximal to the implantation of the original bifurcated stent graft. The aortic cuffs were implanted in overlapping fashion. Tracking of the delivery systems was delicate and challenging but adequate for all three aortic extensions. A super stiff guidewire was used. Angulation was moderate at deployment of all three aortic extensions. After deployment of each aortic extension, difficulty was apparent at the removal of the delivery system. The physician was unable to establish a smooth transition between the tapered tip and the graft cover after the second cuff was implanted (see MFR # 2953200-2008-505). It appeared that the sheath kinked at the junction of the stent stop and prevented complete retraction of the tapered tip; however, the delivery system was removed from the patient without further complication. No additional clinical sequelae were reported and the patient is fine. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Results: increase in diameter of the aortic neck. Migration, endoleak. Film evaluation is pending. Conclusions: increase in diameter of the aortic neck. Film evaluation is pending.